Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and to correct g2 which has healthcare professional incorrectly checked. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material could not be identified nor the root cause of it. The event can be detected/prevented in accordance with the following instructions for use: the instruction manual gif-1200n describes how to detect for the suggested event in chapter 3 preparation and inspection. The instruction manual gif-1200n describes how to prevent for the suggested event in chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for a device evaluation and the customer¿s allegation was confirmed. In addition to the reported in b5, the device evaluation found the following: due to clogging of the nozzle the water supply volume did not meet the standard value, due to clogging of the nozzle the water removal ability did not meet the standard value, due to clogging of the nozzle the air supply volume did not meet the standard value, due to wear of the angle wire the bending angle in the up direction did not meet the standard value, due to wear of the angle wire the play of the up/down knob was out of the standard value, the adhesive on the bending section cover rubber had a chip, the adhesive on the bending section cover rubber had white-clouded area, the light guide bundle was slipping down, the adhesives around the objective lens had white-clouded area, the adhesive around the light guide lens was peeled, the connecting tube had a dent, the paint on the suction cylinder was peeled, and the scope connector had a dent. The customer cleaned, disinfected, and sterilized the device, flushed the air/water nozzle with air/water and detergent, wiped/brushed the air/water nozzle with a lint free cloth, brush or sponge with no delays or abnormalities observed. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided.

Event description:
The customer reported to olympus that the gastrointestinal videoscope had poor water supply/intake. The issue was observed during a diagnostic procedure. The procedure was completed with no reports of patient or user harm associated with this event. The device was returned to olympus for a device evaluation and found the nozzle was clogged with foreign material. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.